Manufacturer narrative:
Correction: section h imdrf annex d grid a supplemental MDR was submitted to reflect the correct (imdrf annex d grid).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the data synchronization was stopped. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the data synchronization was stopped. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's c and d drives were full, causing the station to freeze during boot-up. A field service engineer attempted multiple times to reimage the station using the image tool failed during verification. The hard drive was replaced with a pre-imaged 1.6.1 es ssd. The station was successfully synchronized, and eset along with windows updates were installed. Configuration was completed in rss, and function checks were performed to confirm proper operation. The system functioned as intended after the fse repaired the device.